Manufacturer narrative:
Initial

Event description:
It was reported that an ilet pump exhibited a malfunction where the touchscreen could not be unlocked, and the user observed two visible cracks on the screen while blood glucose data continued to display on the pump and paired phone. Symptoms included no adverse clinical effects, with blood glucose values reported as unaffected after the user transitioned to backup therapy. Outcomes included continued therapy using backup methods without alerts or alarms and without medical intervention or hospitalization. Investigation included customer interview and review of device function as described by the user. Investigation of this case revealed a damaged display screen consistent with physical damage leading to loss of touch functionality while data transmission and display persisted. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the display resulting in impaired user interface function.